Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced dyspnea and complained of feeling beating when she lay on her right side. The pulse generator exhibited no rate response and was successfully reprogrammed. The patient's condition was better after the reprogramming.